Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that while in the clinical application, the system unexpectedly displayed black screen following clicking the "next" button after touch point registration. The field representative (rep) confirmed that the system was plugged into the same wall outlet as a boom. The rep could not confirm if this was error 64. The rep rebooted the system and issue did not re-occur. Surgical delay and patient impact not provided. No further information available.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736425, version #: 2.0.3. H3) no hardware parts have been received by the manufacturer for evaluation.  Codes: b17, c20, and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Wo: h3, h6: a medtronic representative went to the site to test the equipment. There were no issues noted and the system functioned as intended. Codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. The software analysis found one session of logs for the issue reported date. Application and system logs did not capture any rabbitmq service errors, gpu crashes, database errors, any segmentation faults or other any abnormalities for the reported issue. Observed 1st session data matching the archive. Reviewed the archive and it has 4 CT exams and 2 CT exams had warning stating "not optimal for stealth" as it has irregular slice spacing and missing slices. From the application logs observed user has made transitions from selectprocedure->images->registration. Tried to reproduce issue in house but could not reproduce. Based on the available data, there is insufficient information to determine whether a software anomaly contributed to the reported behavior. H6: codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The procedure was a functional endoscopic sinus surgery (fess). There was no delay in the length of the procedure and no impact on patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.